Event description:
A 47 yr old male admitted with renal calculi. Pt taken to surgery for stone retrieval . Procedure attempted with segura-dretler basket. Plastic coated wire broke into two pieces with the broken end outside of meatus. Broken end was easily accessible, removed and cleaned. No adverse outcome noted to pt.